Event description:
It was reported that the patient had a refill and a couple days alter presented to the emergency room. The reservoir was accessed by two different physicians and both were unable to aspirate anything. The patient was admitted to the intensive care unit. The patient experienced baclofen withdrawal; specific symptoms were not provided. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.